Manufacturer narrative:
Device was not distributed in the us.

Event description:
It was reported that the nurse was observing a surgery procedure. During this procedure, the surgeon detected that there were wrong femoral heads in the box. Instead of 28mm/4mm there is 28mm/0mm in the box. Another femoral head was available to complete the surgery.